Manufacturer narrative:
(B)(4). The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audio alarm of a pt101 airvo 2 humidifier was faulty. There was no reported patient consequence.